Event description:
It was reported intermittent occlusions occurred. The customers blood glucose (bg) level was elevated for 2 or 3 events, but dates are unknown. Elevated bg was displayed as "high," specific value not provided and was treated with a correction bolus via the pump. The customer continued to use the pump for insulin therapy.